Event description:
It was reported via clinic notes dated (B)(6) 2008 that "the patient reports intermittent rapid heartbeat." No other information given regarding event. Attempts for further information have been unsuccessful to date.